Event description:
We had covid symptoms in our house and needed to test. I purchased 4 of the covid tests that the FDA extended the expiration dates on. While using the test, the test strip that in the hard case, the control lines never appeared. This tells me that the tests are actually expired. How can you extend an expiration date? I work in the medical field and we can't just extend dates. I had to purchase new tests after spending (B)(6) on expired kits. This is not right nor best practice. Covid symptoms, and ended up being positive. FDA safety report ID # (B)(4).